Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had 2 dbs systems but one was removed. The caller believed the explant was due to an infection and believed it was the right sided system. The caller didn't have a date and it was unclear which system/ins caller was referring to.